Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result when testing a patient with accu-chek inform ii meter serial number (B)(4). A sample collected from the right hand of the patient was measured on meter serial number (B)(4) at 03:14 and the result was 21.0 mmol/l. A sample collected from the left hand of the patient was measured on meter serial number (B)(4) at 03:17 and the result was 9.0 mmol/l. A sample collected from the left hand of the patient was measured on a different accuchek inform ii meter (serial number (B)(4)) at 03:25 and the result was 9.8 mmol/l. The results were used for monitoring of the patient and the patient received no intervention. The patient was stable. No adverse events were alleged to have occurred with the patient. The patient had an intravenous line inserted into the right arm. 5% dextrose, saline, and potassium chloride were administered through the intravenous line. Quality controls were tested on meter serial number (B)(4) at 03:28 and passed. Two (2) vials of the same test strip lot number were in use at the ward. Linearity testing was performed with one of these vials on meter serial number (B)(4) and this passed. No further test strips were available after performance of the linearity testing. A reason for the result discrepancy could be the intravenous line inserted into the patient's right arm. Further investigation was not possible since the test strips were no longer available. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.